Event description:
Sales rep reported that the surgeon was having elevated icp reading after the microsensor was implated., despite the icp monitor showing a reading in the teens. As a result, the doctor decided to perform a craniotomy after showing clinical signs of elevated icp and revised the device.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this investigation. During the evaluation it was verified an electrical damage to digital board, the battery was weak and would not hold charge, and the ac cord was missing. The cause(s) of the damage could not be determined. Unit passed all testing when released from the supplier on (B)(4) 2003. Mfg. Date: 11/26/13. It appears that the weak battery found in the icp express unit may have caused and/or contributed to the difficulty reported by the customer; however, this could not be fully determined. It should also be noted that this unit was manufactured in 2003, which is well out of warranty. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
A follow up is being filed as system restrictions do not allow for multiple alert dates resulting in the appearance that an initial report filed on the icp express box was actually late. Initially when the complaint was reported to codman it was believed that the microsensor reported in mw# 1226348-2013-20882 may have been the likely root cause. According to procedure the initial report was filed on the microsensor in a timely manner. Since the icp express box and cable were also sent in for investigation the medwatch report listed these components as concomitant devices. It was only after the investigation of all three devices did we learn that the likely root cause for the complaint reported by the customer may have been due to the digital display board, and weak battery of the icp express box and not due to the microsensor. Since it is likely that the icp express box was the likely root cause an initial report was filed. However the alert date in the report still referenced the initial alert date of 6/19/2013 and not 8/7/2013 after the investigation has been completed. We do not consider this complaint to be reported in an untimely manner.